Event description:
It was reported that, during an arthroscopy, a part of the plug bone tunnel fell to the ground after the meniscus was sutured. The other part of the plug was still inside the tunnel, it was attempted to remove the rest of the plug that was inside the joint, but when trying to remove it, it broke into more fragments. All fragments were removed after several minutes, using different tools. Surgery was completed after a 20-minute delay, using a back-up device instead. No further complications were reported. The patient's health was not affected.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.